Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a definitive root cause of the igniter failure and converter failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter: (B)(6) hospital. The device was returned and evaluated, and the customer's allegations was confirmed; the lamp did not ignite due to an igniter failure and a converter failure. Additionally, the output failure was not in the high brightness mode due to the failure of the high brightness detection part. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the lamp did not light while using the visera elite xenon light source. There was no patient harm associated with the event.